Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number 13i11h25 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not available for evaluation. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an opticap was dry. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 4 of 12.